Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a home choice (hc) device during the third cycle. The patient was connected to the homechoice at the time of the alarm. The technical service representative explained proper procedure and advised the patient to complete therapy with manual supplies. During the troubleshooting, it was determined that the patient had opened their supply carton with a sharp object resulting in a leak of the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a use error, where [state the reported use error]. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user on how to properly handle the disposable set when opening the package in order to avoid damage. The guide further instructs to ¿open the packaging of the disposable set by hand. Do not use a knife, scissor, or other sharp objects to open the packaging.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.